Event description:
It was reported that during an attempted implant, r wave amplitude variation and baseline noise were noted on the right ventricular (rv) lead when connected to the device. Reseeding within the header and repositioning the rv lead did not help. Another rv lead was implanted. There were no adverse health consequences, the patient was stable.